Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported that patient¿s device was interrogated when patient was admitted in hospital due to other health related reason. Non-sustained oversensing due to post paced t wave oversensing was noted on the right ventricular (rv) lead and device. Loss of capture was also noted on the ventricular channel. Programming changes were made. The patient did not experience any adverse consequences.